Manufacturer narrative:
Bayer case number: (B)(4). Coils dislodged causing harm and surgery [iud dislocation]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coils dislodged causing harm and surgery") in a 58-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3771 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). On (B)(6) 2024, the event had resolved. No causality assessment was received for essure with regard to device dislocation. The reporter commented: regardless of the settlements. I was never notified nor told about the potential dislodging causing damage to my body and ultimately, I had to have surgery and incur costs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Coils dislodged causing harm and surgery [iud dislocation]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coils dislodged causing harm and surgery") in a 58-year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2024, 3771 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6)2024. The patient was treated with surgery (to remove essure). On (B)(6)2024, the event had resolved. No causality assessment was received for essure with regard to device dislocation. The reporter commented: regardless of the settlements. I was never notified nor told about the potential dislodging causing damage to my body and ultimately, I had to have surgery and incur costs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Coils dislodged causing harm and surgery, device malfunction from the migration of the device I lost body parts [device migration], severe pain [pelvic pain female] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coils dislodged causing harm and surgery, device malfunction from the migration of the device I lost body parts") and pelvic pain ("severe pain") in a 58-year-old female patient who had essure inserted for permanent contraceptive tubal implant. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 3771 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (she lost body parts with essure removal). On (B)(6) 2024, the pelvic pain was resolving and the device dislocation had resolved. No causality assessment was received for essure with regard to device dislocation or pelvic pain. The reporter commented: regardless of the settlements. I was never notified nor told about the potential dislodging causing damage to my body and ultimately, I had to have surgery and incur costs. Help me with my medical bills from having this device malfunction from the migration of the device I lost body parts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-feb-2025: follow up information from duplicate 2025a015612. Additional event "severe pain" and already reported event "disloged coils" specified. Indication permanent birth control added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.